Event description:
Information received by medtronic indicated that the insulin pump was dropped. Troubleshoot was performed for cosmetic damage and the customer stated that the insulin pump rattled when they shook it. Customer stated there was a reservoir inside the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Software version unknown retainer ring = black patient returned pump for an alleged unspecified cosmetic damage at the pump observed on (B)(6) 2022. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found the j7 power connector unplugged. After reconnecting the j7 connector the pump powered up successfully. Blank display turned into blank flashing white display and missing segments/partial display. Another visual inspection was performed and found a cracked lcd glass, broken lcd controller, and moisture damage on pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, cracked glass, bleeding, cracked case (battery tube), component physically damaged (lcd controller), missing segments (lcd). Blank display was confirmed during analysis due to a disconnected j7 connector. Blank flashing white and missing segments/partial display was confirmed due to cracked lcd glass and broken lcd controller. Expose to moisture confirmed. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.